Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on 06/10/2016 in a follow-up call; customer had an appointment with doctor to run blood tests. The doctor advised her to continue using the meter and that her results are accurate. Customer declined replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 145mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). She is concerned that the 145 mg/dl result that she got was lower than the 175 mg/dl she got on her previous meter.